Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. The rep could not get past the select patient step in both cranial and ear, nose & throat (ent) software. The screen showed no patients to select under the patient list but showed that about 70% data storage was on the system. The hard drive crashed. The rep replaced the computer, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that when a user was trying to change the bit depth of an image, the screen would become unresponsive. The issue persisted after multiple reboots. When a medtronic representative (rep) checked out the system, there were no patients present in the cranial application and ear, nose & throat (ent) application. The rep stated that storage was over 50% full. It was noted that there was a possible issue with the hard drive. There was no patient involved with the reported event.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.